Manufacturer narrative:
The initial MDR 2517506-2017-00527 was filed on june 12, 2017. Additional information (06/22/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The hsc specialist stated that each sample placed on a streamlab® analytical workcell system is associated to a sample carrier with a specific identification number (rfid). When the sample is delivered to a sampling position the rfid is read, and when it is released the system checks the rfid to make sure the sample being released is the same one that was originally locked in. Sample 083215 was placed on the system and read on may 23, 2017. It was associated with sample carrier 341661. A second sample 083215 was placed on the system, also read on may 23, 2017 and was associated with the sample carrier 280400. This sample was flagged as a duplicate and sent to the priority output lane. However, there was no indication that the sampling position was compromised with sample 083215 carrier 341661. Later, sample 083219 was placed on the system and was read on may 23, 2017. It was associated with sample carrier 341627. There was no indication that the sampling position was compromised with sample 083219 carrier 341627. There was another sample 083225 that was put on about the same time as sample 083215 but was not processed. The customer believes, this sample was processed as 083215 and the real 083215 was marked as the duplicate and sent to the priority output rack for inspection. The operator who pulled the tube from the priority output rack does not remember what the barcode was. This would explain why the results from 083215 did not match the previous results and why 083225 were not processed. The customer did put sample 083225 back on the streamlab but could not get the barcode to misread. The flag of a duplicate tube on the track should have initiated an investigation to find the other sample but it did not. The cause of the incorrect results being obtained on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The customer performed an investigation and determined that sample ID (B)(6) may have been sampled instead of sample ID (B)(6). The cause of the incorrect results being obtained on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer contacted a siemens customer care center and stated that sample ids (B)(6) were placed on a streamlab® analytical workcell system and sample ID (B)(6) came back with results that matched the results obtained on sample ID (B)(6). The patient for sample ID (B)(6) was tested earlier in an emergency room at a different location and then sent to the customer site for enzyme testing. The customer repeated the same tests as those performed in the emergency room along with the enzymes. The customer reported the results to the emergency room physician(s), who questioned the results as they did not match. The customer repeated the sample in duplicate on the original and alternate dimension vista instruments by front loading the sample. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect results being reported.

Manufacturer narrative:
The initial MDR was filed on june 12, 2017. The first supplemental MDR was filed on july 17, 2017. Additional information (06/21/2017): a siemens headquarters support center (hsc) specialist worked with the customer and determined there was a no check digit issue with the barcode symbology. The check digit symbology is also known as a checksum character, which is the number located on the far right side of a bar code. The purpose of a check digit is to verify that the information on the barcode has been entered correctly. The sample identification numbers for the samples in question were almost the same and if the customer had been using check digit symbology, this would have been caught. The customer changed the settings to checks digits under the barcode label settings and the issue has not recurred.